Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was implanted on (B)(6) 2010. During a scheduled follow-up on (B)(6) 2011, the physician observed several noise sensing episodes recorded in the ICD memories. Analysis and suggestions were requested. No inappropriate therapy occurred as a result of this noise sensing.